Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4405 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4405 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4405 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter, essure removal via hysterectomy with bilateral salpingectomys added in the non-drug treatment, annex f of international medical device regulators forum updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted (lot no. 624832) for female sterilisation. The patient had a medical history of adenomyosis, termination of pregnancy, cervix cryotherapy, migraine, hot flashes, hypertension, parity 1, multi gravida, uterine fibroids and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4405 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery ( hysterectomy with bilateral salpingectomy total laparoscopic, cystoscopy ). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Right: 1 coils left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: scout film shows bilateral fallopian tube implants. The uterine cavity appears normal without abnormal filling defect. No contrast is seen in the fallopian tube. No free spillage is demonstrated. Impression: status post placement of essure implants in the bilateral fallopian tubes without contrast leak. [Pathology test] on (B)(6) 2020: there are 2 attached fallopian tubes with fimbriated ends. The first measures 5.5 cm in length and averages 0.6 cm in diameter, inked black, and the second measures 4.7 cm in length and averages 0.6 cm in diameter. [Ultrasound scan] on 01-mar-2020: the uterus measures l: 8.87 cm x w: 5.54 cm x h: 7.14 cm. Uterine volume is: 183.5 cc. The endometrial stripe measures 0.76 cm. The right ovary measures l: 2.19 cm x w: 1.11 cm x h: 2.02 cm. Right ovarian volume = 2.6 cc. The left ovary measures l: 3.37 cm x w: 1.56 cm x h: 1.69 cm. Left ovarian volume = 4.6 cc. The myometrium appears heterogeneous in texture. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. And rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 51 year-old female patient who had essure inserted (lot no. 624832) for female sterilisation. The patient had a medical history of adenomyosis, termination of pregnancy, cervix cryotherapy, migraine, hot flashes, hypertension, parity 1, multi gravida, uterine fibroids and uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2020, 4405 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy total laparoscopic, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Right: 1 coils left: 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2008: scout film shows bilateral fallopian tube implants. The uterine cavity appears normal without abnormal filling defect. No contrast is seen in the fallopian tube. No free spillage is demonstrated. Impression: status post placement of essure implants in the bilateral fallopian tubes without contrast leak. [Pathology test] on (B)(6) 2020: there are 2 attached fallopian tubes with fimbriated ends. The first measures 5.5 cm in length and averages 0.6 cm in diameter, inked black, and the second measures 4.7 cm in length and averages 0.6 cm in diameter. [Ultrasound scan] on (B)(6) 2020: the uterus measures l: 8.87 cm x w: 5.54 cm x h: 7.14 cm. Uterine volume is: 183.5 cc. The endometrial stripe measures 0.76 cm. The right ovary measures l: 2.19 cm x w: 1.11 cm x h: 2.02 cm. Right ovarian volume = 2.6 cc. The left ovary measures l: 3.37 cm x w: 1.56 cm x h: 1.69 cm. Left ovarian volume = 4.6 cc. The myometrium appears heterogeneous in texture. Lot number: 624832 manufacture date: 2009-05 expiration date:2012-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 27-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.